Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that she was swimming with her insulin pump and after that it had not turned back on. The customer¿s blood glucose was unknown. Customer tried to dry out insulin pump, changed battery, cannot saw any visible damage to insulin pump but it just not turned back on. Customer had cleaned out battery compartment still there was no change. Customer was advised that the insulin pump needs to be replaced however it was out of warranty so she needs to contact healthcare professional for them to order a new insulin pump for her. No further action needed. The insulin pump will not be returned for analysis.